Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (Opened patient, extension of incision, extension of surgical time by more than 30 minutes).

Event description:
According to the reporter, during a vats lobectomy, the surgeon was trying to apply a manual handle to the vessel. During the firing process, the white part of the stapler which holds the cartridge, separated from the rest of the reload and extended forward. The reload stayed close on the vessel and they had to open the chest cavity to safely protect and close the vessel. Surgical time was extended by more than 30 minutes. There was unintended extension of incision by more than 2.5 cm. There was a change from endoscopic to open surgery. There was unanticipated tissue loss. No other known adverse events were reported.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of thirty eight single use loading units and one video opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and engineering evaluation of the products, and an evaluation of the returned devices. Visual inspection noted that the loading units one and two both had disengaged cartridges and opened jaws. Additionally loading unit two had a deformed anvil clamping mechanism. The video shows at least one white loading unit manipulating tissue and eventually dislodging the cartridge before firing. Engineering determined that unit 1 functioned as intended and unit 2 was subjected to an unintended applied force, by the grasper resulting in the cartridge being removed from the channel and subsequently ejected during firing. No visual or functional abnormalities were noted for loading units three through thirty eight. The disengagement of the cartridges was determined to be the result of over handling of the devices. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or interference from the grasper used in the accompanying video. A review of the loading unit device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The current patient status is good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.